Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. DHR review. No related issue to this complaint was found.

Event description:
A hospital in (B)(6) reported that during a procedure for a distal radius fracture the surgeon had placed the plate and had drilled the bone through the guide block and quick drill sleeve. He then inserted and locked a va locking screw through the guide block. The surgeon was unable to lock the screws in the distal styloid holes. He removed the guide block and noted the screws had gone through the holes. He removed the screws and used fixed angle screws with torque limiter to complete the procedure. This report is #4 of 4 for the same event.